Event description:
The site reported the following: the veris system powered down unexpectedly during a routine preventative maintenance checkout performed by the site's clinical engineering representative. There was no pt involvement and no injury reported.

Manufacturer narrative:
Bayer r and I product analysis received and examined the suspect main pcb (printed circuit board) and determined it to be malfunctioning. The site's clinical engineering representative replaced the pcb main board and confirmed system functionality following this replacement. The veris system is currently in use at the site.